Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump user experienced recurrent hyperglycemia and pump interruptions associated with ¿alert 38¿ motor stall, repeated restart alerts, and an occlusion alert, after which insulin delivery stopped until the user replaced the connector and inset and resumed infusion, with subsequent drops observed during tubing fill and insulin delivery restored. Symptoms included hyperglycemia with a highest cgm reading of 401 and urine ketones reported as trace to moderate. Outcomes included no health consequences or lasting impact. Investigation included communication with the user, analysis of information provided by the user, and review of the event details. Investigation of this case revealed a communications problem and failure to infuse related to a motor component of the pump, consistent with a stalled motor alert and occlusion event. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.